Event description:
During a stent procedure, the stent would not extend outside the guide catheter's distal tip. Upon removal of the guide, it was also reported that the catheter was actually 110cm. The entire system was removed. No pt injuries or complications occurred.